Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for unspecified microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA) using peracetic acid. After reprocessing by oer-4, the connecting tube had come off several times in the past. There was no report of infection associated with this report. No further details were provided by the user. This is the 2nd of the 2 reports.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. Olympus medical systems corp. (Omsc) could not review the device history record of the subject device because more than 15 years have passed since the subject device was manufactured. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to the insufficient reprocessing.